Manufacturer narrative:
Unit received with missing segments/partial display due to cracked and bleeding lcd glass, unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to missing segments/partial display. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and stained address/serial number label. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there was a crack on the device's lcd screen after being dropped. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.